Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system cat rx kit. During the procedure, the physician experienced resistance while advancing the indigo system catrx aspiration catheter (catrx) and was unable to advance the catrx over the guidewire; therefore, it was removed. The procedure was completed using a new catrx with the same guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the catrx guide wire lumen was punctured approximately 1.5 cm from the distal tip. Conclusions: evaluation of the returned catrx revealed that the guide wire lumen was punctured. If the guide wire is forcefully advanced through the guidewire lumen at extreme angles, the guide wire may puncture the lumen and the catheter will become damaged. If the guidewire was outside the guidewire lumen, resistance may be experienced when advancing the device. The punctured guide wire lumen may have contributed the inability to advance the catrx during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.